Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The solus inserter distractor was found to be properly manufactured and released in accordance with the device master record. Visual inspection found that the bottom distal tip which distracts the disk space had fractured and separated from the instrument. The section which is approximately 1.3mm wide and 23.6mm in length was removed for the patient without issue. The solus inserter/distractor instrument is an optional instrument that may be used to simultaneously distract the vertebral space while inserting the implant.

Event description:
Part broke off the inserter during insertion.